Event description:
It was reported that during the procedure in the distal right coronary artery (rca), the 2.75x15 rx xience v stent delivery system (sds) was advanced but resistance was met due to heavy calcification and heavy tortuosity. Several unsuccessful attempts were made to advance the sds including exchange of guide wires (balance middleweight to s'port) and the use of force. The physician made the decision to abort the stenting procedure and take the patient to surgery for coronary artery bypass. After removal of the sds from the anatomy without resistance, angiogram revealed that the stent had dislodged and remained in the rca. No attempts were made to retrieve the stent due to the pending bypass. Patient status was requested but not provided due to hospital privacy regulations. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. Potential causes for stent dislodgement, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use. All stent delivery systems (sds) are inspected for profile dimensions, proper stent placement and crimped stent outer diameter. In addition, as part of product release testing, a sampling of units is destructively tested for stent dislodgement force. The anatomical conditions were reported as heavy calcification and heavy tortuousity which appears to have contributed to the reported failure to cross. Several attempts were made to advance the sds against the resistance with the use of force. It should be noted that the xience v instructions for use states that if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. Maintain guide wire placement across the lesion and remove the delivery system and guiding catheter as a single unit. It appears that the use of force may have contributed to the reported stent dislodgement. However, the failure to cross appears to be related to the operational context of the procedure and there is no indication of a product deficiency. A search of the lot history record indicated no related nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no other incidents. Based on the investigation, there is no indication of a product quality deficiency.